Event description:
The complaint alleges that when the catheter was introduced, there was leakage during the infusion of medication. The product had to be removed and exchanged for another product. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation was not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.